Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6)/2025. The patient was also wearing an omnipod insulin pump. According to the patient, on (B)(6)2025, the patient was experiencing a ¿brief sensor issue¿ on his cgm device for over three hours. At an unspecified time while not receiving any cgm values, the patient had a hypoglycemic seizure. The patient¿s parents called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER) around 11:00 am. The patient had an x-ray done, as the patient had a bump on the back of head and lacerations on his arms, legs, and face (most likely from the patient¿s seizure). No bg meter reading was reported. The patient was treated with intravenous glucose, potassium, and tylenol. The patient was discharged home later the same day. The patient was ¿okay¿ at the time of report, with his lacerations still swollen but the bump on his head having subsided. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5167203. B5: describe event or problem -additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: health effect - clinical code - additional information. H10: corrected data/ related report numbers. H11: additional narrative.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 03/11/2025. The patient had a hypoglycemic seizure. The patient had a bump on the back of head and lacerations on his arms, legs, and face (most likely from the patient¿s seizure). The patient added that he also had pain and a fractured nose from the sensor error issue that happened on (B)(6) 2025. The patient was discharged home later the same day. No additional patient or event information is available.